Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located in room mb28 at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(6).

Manufacturer narrative:
The hill-rom technician found the side communication board had some broken pins. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed 2011 to 2015. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the side communication board to resolve the issue. Based on this information, no further action is required.